Event description:
On 05/17/00 a kendall sales rep reported that a needle stick occurred at medical center. Date of the alleged incident is unknown. Hospital reports that a needle protruded through the top of a sharps container, thus a needle stick occurred.